Event description:
It was reported that the pump did not restart after the last MRI. It had to be interrogated and re-programmed following that MRI. It was also stated that the pt was having an open MRI because, pump did not re-start after the previous MRI about 3 weeks ago.

Manufacturer narrative:
(B)(4).